Event description:
It was reported that the stim unit allegedly burned the patient.

Manufacturer narrative:
It was reported that the stim unit allegedly burned the patient. Djo is awaiting the return of this device. Additional reporting on this event will be provided as a supplemental report to this document if and when the device is returned for evaluation.

Manufacturer narrative:
After performing functional and electrical testing, the technician was unable to duplicate the reported complaint. The product met manufacturer specifications. Possible root causes include moisture or misapplication of the electrodes.